Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely and device longevity dropped from 10.5 years to 1.5 years in a span of 5 years. A request was made to have data from this device analyzed. This device remains in service. No adverse patient effects were reported.